Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes: every surgery has risks"), genital haemorrhage ("heavy abnormal bleeding / bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and mental impairment ("psychological or psychiatric problems condition: mental fog") in a 52-year-old female patient who had essure (batch no. 866828-inv, 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome in 2013, blood pressure high in 2000 and mammogram abnormal. Concurrent conditions included body mass index normal, stool guaiac test positive, hypocholesteremia, menopausal syndrome, essential hypertension, muscle cramps, muscle weakness, tremor, weakness, anxiety and atrophic vaginitis. Concomitant products included amlodipine (norvasc) from (B)(6) to (B)(6) , duloxetine hydrochloride (cymbalta) since 2012, leflunomide (arava) from (B)(6) to (B)(6) , linaclotide (linzess) since 2013, topiramate (topamax) from (B)(6) to (B)(6) and trazodone since 2012. In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced mental impairment (seriousness criterion medically significant), amnesia ("psychological or psychiatric problems condition: memory loss"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and infection ("infection"). The patient was treated with surgery (forced to undergo surgeries to remove the essure coils, hysterectomy (full), salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, rheumatoid arthritis, mental impairment, abdominal pain, vulvovaginal pain, abdominal pain lower, amnesia, depression, psoriasis, headache, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain and infection outcome was unknown and the fibromyalgia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, infection, mental impairment, migraine, psoriasis, rheumatoid arthritis, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: rheumatoid arthritis, fatigue, depression, abdominal pain, amnesia, pelvic pain. Lot number. 866828 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes: every surgery has risks"), genital haemorrhage ("heavy abnormal bleeding / bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and mental impairment ("psychological or psychiatric problems condition: mental fog") in a 52-year-old female patient who had essure (batch no. 866828-inv, 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome in 2013, blood pressure high in 2000, mammogram abnormal, fibromyalgia in 2008 and migraine in 1977. Concurrent conditions included body mass index normal, stool guaiac test positive, hypocholesteremia, menopausal syndrome, essential hypertension, muscle cramps, muscle weakness, tremor, weakness, anxiety and atrophic vaginitis. Concomitant products included amlodipine (norvasc) from 2000 to 2017, duloxetine hydrochloride (cymbalta) since 2012, leflunomide (arava) from 2015 to 2017, linaclotide (linzess) since 2013, topiramate (topamax) from 2000 to 2017 and trazodone since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and device dislocation ("device may dislodge"). In (B)(6) 2012, the patient experienced mental impairment (seriousness criterion medically significant), amnesia ("psychological or psychiatric problems condition: memory loss"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain / pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and infection ("infection"). The patient was treated with surgery (forced to undergo surgeries to remove the essure coils, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and abdominal pain had resolved, the genital haemorrhage, rheumatoid arthritis, mental impairment, device dislocation, vulvovaginal pain, abdominal pain lower, amnesia, depression, psoriasis, headache, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain and infection outcome was unknown and the fibromyalgia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, device dislocation, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, infection, mental impairment, migraine, psoriasis, rheumatoid arthritis, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: rheumatoid arthritis, fatigue, depression, abdominal pain, amnesia, pelvic pain. Lot number. 866828 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following information was provided: historical condition added; device may dislodge was added as event; pain resolved within 6 weeks following essure removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes: every surgery has risks"), genital haemorrhage ("heavy abnormal bleeding / bleeding"), rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") and mental impairment ("psychological or psychiatric problems condition: mental fog") in a 52-year-old female patient who had essure (batch no. 866828, 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome in 2013, blood pressure high in 2000 and mammogram abnormal. Concurrent conditions included body mass index normal, stool guaiac test positive, hypocholesteremia, menopausal syndrome, essential hypertension, muscle cramps, muscle weakness, tremor, weakness, anxiety and atrophic vaginitis. Concomitant products included amlodipine (norvasc) from 2000 to 2017, duloxetine hydrochloride (cymbalta) since 2012, leflunomide (arava) from 2015 to 2017, linaclotide (linzess) since 2013, topiramate (topamax) from 2000 to 2017 and trazodone since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced mental impairment (seriousness criterion medically significant), amnesia ("psychological or psychiatric problems condition: memory loss"), depression ("psychological or psychiatric problems condition: depression"), psoriasis ("rashes or skin conditions type: psoriasis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), migraine ("migraines"), headache ("headaches"), back pain ("lower back pain") and infection ("infection"). The patient was treated with surgery (forced to undergo surgeries to remove the essure coils, hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, rheumatoid arthritis, mental impairment, abdominal pain, vulvovaginal pain, abdominal pain lower, amnesia, depression, psoriasis, headache, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, back pain and infection outcome was unknown and the fibromyalgia and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, genital haemorrhage, headache, infection, mental impairment, migraine, psoriasis, rheumatoid arthritis, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: rheumatoid arthritis, fatigue, depression, abdominal pain, amnesia, pelvic pain. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- psychological or psychiatric problems condition: memory loss; mental fog; depression, autoimmune disorder type of disorder: rheumatoid arthritis; fibromyalgia, rashes or skin conditions type: psoriasis, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, lower back pain, perforation of fallopian tubes: every surgery has risks. Concomitant disease and drug, historical condition, lab data, plaintiff¿s name. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.